Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was awakened by a brief, loud, shrill noise coming from the power base unit (pbu), similar to the sound of pump power loss. Ten minutes later, the patient reported hearing a loud clap followed by a "jolt" which he described as being similar to an ICD shock, but not as strong and was not painful. Vent filters and waveforms were submitted for analysis which revealed evidence of possible main bearing wear, elevated average current, and considerable afterload. A few days later, the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). The patient became hypotensive and was switched back to electric actuation for a short amount of time. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.